Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this cardiac resynchronization therapy pacemaker (crt-p) was thoroughly inspected and analyzed. No abnormalities were seen during a visual inspection of the device case and header. The crt-p was found to be in safety mode. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in reversion to safety mode operation and premature battery depletion.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device did not meet longevity expectations.